Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle appeared intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was received with the capsule fully closed and slightly over captured. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule. Multiple kinks were observed on the inner member shaft at the distal tip and strain relief transitions. The deployment knobs were securely fastened on the dcs with no evidence of damage. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Cine films were returned for analysis and confirm that during the deployments of the valve, the inflow portion was severely constrained, with an infold present. The valve was removed, and a new device was inserted into the body and deployed. There were misloads with both valves. The device was returned for analysis. The handle appeared intact. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule. Delamination between the capsule outer polymer and the nitinol frame, typically occurs when the capsule is subjected to a bending force. Delamination can occur over the spindle/paddle interface if a valve has been misloaded. Multiple kinks were observed on the inner member shaft at the distal tip and strain relief transitions. The description of the event does not indicate that this damage occurred during the reported issue. The deployment knobs were securely fastened on the dcs with no evidence of damage. This is consistent with the additional information received, that the handle components were snapped back together. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the device instructions for use (IFU), contains instructions to use the integrated loading bath which features a mirror to aid in loading of the valve. The user is instructed to not advance the capsule over the frame paddles unless they are fully seated in the center of the paddle pockets. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, at about one third of the way loading the valve, the deployment knob of the delivery catheter system (dcs) separated in two. The valve was attempted to be implanted and during the opening of the "inflow part" of the valve the physician noted that, "the valve was struggling to expand." The valve was recaptured twice before removed from the patient. The valve was loaded a second time onto a new dcs and new compression loading system (cls). It was reported during the first valve load that a misload was identified with the paddle of the valve out of pocket. The facility nurse loaded the valve and was reported to be experienced with approximately 30-40 loads. It was reported that the patient had calcium on their valve. No adverse patient effects were reported.